Event description:
On (B)(6) 2010, pt was implanted with an advance male sling. The physician reported vein bleeding during ancillary path from needle passage. The event was indicated as device related. The event was resolved on (B)(6) 2010 w/o any medical or surgical intervention.